Manufacturer narrative:
Batch reviews performed on 29 december 2016. Lot 155197: (B)(4) items manufactured and released on 16 december 2015. Expiration date: 2020-11-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere tibial tray fixed cemented size 3 left, code 02.07.1203l, lot. 156116 (k090988) 99 items manufactured and released on 20 january 2016. Expiration date: 2021-01-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere tibial insert fixed flex size 3/12 mm left, code 02.12.0312fl, lot. 156092 (k121416) (B)(4) items manufactured and released on 29 february 2016. Expiration date: 2021-02-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 03 january 2017 the medical affairs director performed a clinical evaluation and commented as follows: secondary resurfacing of patella and insert exchange in a cemented tka performed 7 months before. Sometimes surgeons prefer to pospone patella arthroplasty in order to preserve maximum quantity of bone and reduce trauma. The patient reported persistent pain and arthrofibrosis that required patella resurfacing and liner exchange.

Event description:
The patient had knee pain due to arthrofibrosis. A revision surgery was successfully performed: release, patella resurfacing and inlay changing. The explants will be not available.